Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history could not be performed as lot information was not provided. All available information was investigated, and a definite cause for the reported difficulty removing the gripper line could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Patient codes: 2199 labeled na device codes: 4012 labeled internal file number - (B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Article titled: edge-to-edge mitral valve repair with extended clip arms, early experience from a multicenter observational study. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3. Date of event estimated d6. Implant date estimated g9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The xtr clip referenced in b5 is being filed under a separate medwatch report.

Event description:
This is being filed to report difficulty removing gripper line. It was reported through a research article identifying mitraclips that may be related to (mitralclip xtr) single leaflet device attachment (slda), gripper actuation issue, difficult grasping leaflets and (mitraclip ntr) gripper line difficult to remove. Specific patient information is documented as unknown. Details are listed in the article titled: edge-to-edge mitral valve repair with extended clip arms, early experience from a multicenter observational study". No additional information was provided.